Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump's auto mode continued even after their sensor glucose went low. The customer¿s sensor glucose level was 42 mg/dl at the time of the incident. The customer used soda to treat the low. The customer stated that they could feel that they were low. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.